Event description:
In this event it is reported that patient experienced an allergic reaction to nontemplate aligner arch. The patient's symptoms included headaches, nausea and dizziness. It is unknown if additional medical intervention was required when the onset of the symptoms occurred or if they resolved after discontinuing aligner therapy. This is a facebook social media complaint. Late reporting due to daily social media reports were not received until 1/24/2024 which triggered a retro review.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. This is a facebook social media complaint. Late reporting due to daily social media reports were not received until 1/24/2024 which triggered a retro review.